Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found cracks in the vacuum tube of the rinse mechanism. He replaced all rinse tubes and connected the rinse units. He performed position adjustment, water volume adjustment, cell-blank measurement, mechanical check, and control measurement. The investigation determined that the issue was resolved by the service actions.

Event description:
There was an allegation of questionable creatinine results from the cobas 8000 c702 module. Patient a initial result was 4.83 mg/dl, and the repeat result was about 0.3 mg/dl. On (B)(6) 2025, patient b initial result was 4.99 mg/dl, and the repeat result was about 0.8 mg/dl.